Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates here were no mrr¿s, ncr¿s, or complaint related issues with this lot. There is no drawing on file for this part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure to treat a pelvic wall acetabulum fracture suffered in a head on motor vehicle collision, a drill bit broke at the tip, while drilling for a screw. About one inch of the tip is reported to be embedded in the bone and could not be retrieved. The procedure was completed successfully. No patient harm or surgical delay was reported. This is report number 1 of 1 for (B)(4).